Manufacturer narrative:
(B)(4) the device will not be returned for analysis as it was discarded. However; an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device was discarded.

Event description:
It was reported that during a procedure while impacting the femoral stem with the blue monoblock insertion handle lots of force was needed to insert the stem. It needed to be removed as the threaded portion broke on removal. No patient impact occurred. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.